Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 480cc gel breast prostheses and suffered several unexplained systemic symptoms, including chronic fatigue, rashes, burning sensations, vertigo, migraines, blurry vision, and anxiety. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 480cc gel breast prostheses and suffered several unexplained systemic symptoms, including chronic fatigue, rashes, burning sensations, vertigo, migraines, blurry vision, and anxiety. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 07-aug-2023, mentor received additional information about the event. It was previously reported that the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. New information received states that the explantation surgery was cancelled. The suspect medical device remains implanted in the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Manufacturer¿s reference number: (B)(4).